Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign matter was observed in the tube of an interlink radiation sterilized extension set. It was not specified when in the process step this event was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which revealed a loose brown particulate matter tappi chart size (calibrated size estimation chart) approximately 0.2 was found in the pouch, outside of the fluid path. No functional testing was performed. The reported problem of particulate matter in the fluid path was not verified. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.